Event description:
It was reported that 1 day post left internal carotid artery stent implantation, the pt experienced cognitive disturbances, fatigue and mild language and speech difficulty. The symptoms worsened after discharge. MRI of the brain, done on (B)(6) 2010, showed acute to subacute infarctions in the left hemisphere. Lovenox was given and plavix was increased and the deficits improved. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. There was no reported product deficiency. The reported cerebrovascular accident (stroke) is a known adverse events as listed in the acculink instructions for use. In this case, the pt was treated with medications. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.